Manufacturer narrative:
At the visit on site, the field service engineer verified the system successfully according to company specifications. No device malfunction detected. The clinical applications specialist could confirm that the right eye was treated with another patients refraction. No technical root cause was identified as the product was found to be within specifications. The cause can be determined by user error. (B)(4).

Event description:
Upon follow up, patient's refraction remains stable compared to one week post-operative refraction. Refraction corresponds well to the pre-operative refraction treatment planned. Doctor plans to perform intervention soon because refraction is stable. Surgeon was informed that lasik retreatments are usually done at least three months post lasik.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported an unexpected outcome one day post refractive surgery on a patient's right eye. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient was operated on again. Patient has better visual acuity.